Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after swimming. Troubleshooting was performed and the customer reported insulin pump was blank for more than 30 seconds. Insulin pump was blank at the time of call. Customer was advised to remove battery from insulin pump and check for insert battery alarm. Insert battery alarm did not appear on screen. No damaged or missing battery cap contacts was reported. No damage to spring was reported. No damage to battery compartment was reported. Screen did not return after insulin pump restart. Insulin pump was exposed to moisture no harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Patient returned insulin pump for an alleged blank display and exposure to moisture observed on (B)(6), 2022. The insulin pump passed active current test and self test. Insulin pump failed sleep current test due to moisture damage. Insulin pump error noted during testing and insulin pump error was found in the history files near the event date on (B)(6) 2022 at 14:08:45.00 due to moisture damage on the motor. Unable to perform displacement test, rewind test, prime/seating, basic occlusion test, force sensor test, and occlusion test due to insulin pump error. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails, label damage (peeling), minor scratched lcd window, corroded home switch. Blank display was not observed during analysis. Blank display not confirmed. Insulin pump error was found during testing and in the history files on (B)(6), 2022 at 14:08:45.00 or traces due to moisture damage on the motor. Insulin pump failed sleep current test due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.